Event description:
It was reported that the patient was experiencing partial loss of capture in the ventricle. The patient presented in-clinic after a remote transmission had shown non-sustained rv oversensing. Upon review of the episodes it was noted that they were caused by the device pacing in the ventricle but only partial capture occurred resulting in an extremely small evoked response after the device paced. The patient¿s ventricular outputs were raised to provide a greater safety margin. The patient was stable throughout the device interrogation but noted feeling dizzy prior to the check. On (B)(6) 2017, the rv lead was explanted and replaced and will not be returned for evaluation.

Event description:
New information notes that the patient presented to the clinic with symptoms of intermittent weakness. The patient did not feel any symptoms during and after interrogation. On (B)(6) 2017 the patient presented to the hospital with a low heart rate. Upon interrogation the rv lead was sensing in the right atrium causing inhibition of pacing. The patient was implanted with a temporary pacemaker. The patient was stable after and during this procedure.